Manufacturer narrative:
The device was manufactured from october 29, 2019 to october 30, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of loose parts. All parts from the device were found to be securely connected. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "individual parts" of a large volume folfusor were loose. The event was not further specified. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.